Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely use vessel loops or umbilical tape to isolate vessels prior to dissection? What troubleshooting steps were taken to open the device while on the bronchus? What is the current patient status? Additional information received: the patient made a full recovery and was not adversely affected. After further detailed discussion, surgeon clarified that when fired, the knife did not proceed any further than the first notch, it then stopped, he previously described it as going a third or even half of the firing cycle and felt that it had stapled. As we know the gun is designed to stop at this point if there is an issue detected with the cartridge. As the surgeon has now confirmed that the knife only went to the first notch and after more questioning clarified that the tissue held in the jaws did not appear to be cut it would indicate that the cartridge in the device had previously been fired and had not been replaced by a new one. It would also indicate that the tissue in the channel of the cartridge had been from a previous firing. The surgeon has also confirmed once again that when he pressed the reverse button on the side of the device it did not respond, and it felt loose, he was about to use the manual reverse lever so that the jaws could be opened, he turned the device to look under the anvil and it could have been the pressure on this vessel that caused it to rupture. He used a device for his case today without any issues.

Event description:
It was reported that during a left vats upper lobectomy procedure, the stapler did not complete firing cycle and became unresponsive description: towards the end of the procedure a 5th firing of the echelon was attempted across the posterior fissure left upper lobe with bronchus and a small vessel with a green reload. All previous firings the echelon had worked without any issues and did not make any strange noises. On the 5th firing the surgeon felt as though the knife had gone about a third of the way across the cartridge length and then stopped. The tissue was not thick and would normally be transected easily by the echelon device. The gun was unresponsive and it felt as though the battery had died. The battery was replaced with a new battery and the gun was still unresponsive. The manual reversal access flap was opened in preparation for moving the lever to bring the knife back into the housing. There was no attempt to open the jaws of the device due to the surgeon¿s concern that the knife had only partially gone across the tissue. The suction tube was used to blunt dissect the tissue under the bronchus to allow a second manual echelon gun to get across the tissue at a lower level and complete the transection. During this step the vessel started to massively bleed, the patient lost 2 litres of blood and was at serious risk of dying. The surgical team had to convert to an open procedure, they managed to transect the tissue with the manual echelon, remove both staplers, stop the bleeding and resuscitate the patient. The procedure was completed, but required significantly more time to do so. The jaws of the first powered echelon stapler had still not been opened.

Manufacturer narrative:
Product complaint (B)(4). Batch # p57367. The device was CT scanned prior to analysis to evaluate the position of the switches that control firing and knife return. The CT scan confirmed that the manual override had been utilized. Scans also showed no issues with the firing switch. It was received in the open position. The reverse switch was engaged, indicating that the knife fully fired, consistent with the fully fired gst45g reload, or the user pushed the powered reverse button. The device was received with a gst45g reload loaded in the device. There was a piece of plastic lodged in the knife slot of the cartridge. The material was consistent with the plastic tape. It is unknown how this material was introduced to the device. It is unknown if the material interfered with the knife returned. Once the manual override was reset the device functioned as intended. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # ==> (B)(4). Photographic analysis ==> ten pictures were provided; first and second pictures show a device with no bailout door and the bailout lever up. Third picture shows the proximal part of an anvil with a green cartridge loaded, the jaws can be seen opened. The fourth picture shows a device over the sales unit with no bailout door, the bailout lever up, and with a green cartridge loaded, the jaws can be seen opened. From fifth to tenth pictures shows the proximal part of an anvil in a closer view, tissue between the jaws can be appreciated. Based on the photo alone the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: does the surgeon routinely use vessel loops or umbilical tape to isolate vessels prior to dissection? ¿ usually yes, but not in this instance as it was a very small vessel. What troubleshooting steps were taken to open the device while on the bronchus? ¿ the jaws were closed on the tissue for around 20 minutes, the reverse button was tried and non responsive, the surgeon de-scrubbed and tried to call rep. The manual override cap was taken off but not activated. It was only when the surgeon went back in and lifted the tissue with a peanut to try and see under the end effector that the bleed occurred ¿ the movement of the tissue ruptured the vessel. What is the current patient status? Patient made a full recovery. Please provide the product code for the manual echelon used in the procedure (see event description). It reads as if the bleeding is related to the use of the manual echelon, please confirm. If not please provide more details - the bleeding occurred when the tissue and vessel was in the jaws of the powered gun and the tissue then lifted with a peanut. The patient was then reverted to open procedure and the manual echelon then used to complete the procedure.